Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional initially contacted an adc representative to report that a female patient had been admitted into the hospital and her adc freestyle libre device displayed a 'sensor ended. Start new sensor to check glucose' message appeared after 10 days of sensor wear. A follow-up call was placed to the customer's sister who reported the customer was diagnosed with hypoglycemia and "still in hospital due to her unstable sugar level". No details were available regarding treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A healthcare professional initially contacted an adc representative to report that a female patient had been admitted into the hospital and her adc freestyle libre device displayed a 'sensor ended. Start new sensor to check glucose' message appeared after 10 days of sensor wear. A follow-up call was placed to the customer's sister who reported the customer was diagnosed with hypoglycemia and "still in hospital due to her unstable sugar level". No details were available regarding treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported complaint has been investigated and it has been determined that there was no indication that the product did not meet specification. No product was returned for this complaint. The provided serial number (B)(4) was not valid as it did not contain enough characters. DHR (device history review) was performed on sensor lot 171130x and no deviations or nonconformances were identified for this lot. The dhrs for all libre sensors within expiration at the time of the complaint were reviewed and showed no issues that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and the investigation concluded that there were no product nonconformances. If the product is returned, the case will be re-opened and a physical investigation will be performed.